Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found that it had a broken connector pin. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's desktop charger (dtc) connector pin was bent. A dtc was sent to the patient but they were still unable to charge the ins recharger (insr) and so their ins depleted. It was noted that the patient's ins was unable to communicate with the patient programmer. A new insr was then sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported their device had not yet been replaced and that a manufacturer representative had been able to restart their device but it would not hold a charge. The patient noted their weight at the time of the event was (B)(6) pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.